Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and suffered a cardiac arrest requiring CPR. The patient suffered a retroperitoneal bleed which was ruled out later that day by a computerized tomography (CT) scan. It was reported that the patient's blood pressure dropped, and the left ventricle was not contracting. No evidence of a pericardial effusion. The team was performing paroxysmal atrial fibrillation, and the patient was cardioverted and went into a junctional rhythm. The coronary sinus (cs) catheter was used to pace the ventricle, but the pressures were not coming back. An intracardiac echocardiogram (ice) confirmed that the ventricle was not contracting. The team could not find a pulse, CPR and medications were started and they were able to get a pulse and oximeter reading. The patient went into sinus tachycardia. A stat echo was performed to rule out an effusion. The procedure was aborted at that time. The patient was stable and was ¿transported to CT.¿ the patient required extended hospitalization because of the adverse event. The patient was hemodynamically stable and have improved at the time of the report. It is unknown if there was suspected perforation. There was no evidence of any effusion present before the procedure. A transesophageal echo (tee) was performed before the procedure and it was confirmed that there were no effusion nor clots. This adverse event was discovered post use of biosense webster inc. Products. No ablation catheter was used nor opened. The patient was under general anesthesia for approximately 45 minutes prior to complication. No transseptal puncture was performed prior to the case cancellation. The physician did not provide a causality opinion for the cause of this adverse event.